Event description:
The customer reported via phone call experiencing low and high blood glucose levels. The customer's blood glucose was 22 mg/dl, which the customer treated with orange juice, chocolate and glucose tablets. The customer then had high blood glucose due to over-treating. The customer declined any troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.